Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir (lot 0803c02) was reported to be showing f0 as error on display. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned on 05-jan-2010. Initial examination found device displaying missing segments in dose numbers. It was unknown if the humapen memoir was continued. Refer to results/conclusion section.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir (lot 0803c02) was reported as error on display. This humapen memoir is associated with 1154781. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned on (B)(6) 2010. Initial examination found device displaying missing segments in dose numbers. It was unknown if the humapen memoir was continued.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy, on behalf of a customer, returned a memoir pen to the manufacturer because the screen displayed an f0 error. The device from batch 0803c02 was manufactured in march 2008. Initial investigation confirmed the f0 error with the f having missing segments. Internal inspection found wet liquid, corrosion, rust and dried liquid residue on the flex board and housing. Also found was a cracked lcd cable. The lcd cable was cracked during manufacturing. These malfunctions may result in an inaccurate dose of insulin. Malfunctions confirmed. Corrective action, liquid ingress: no corrective action is planned. The user manual states in the care, storage, and disposal section to keep the pen and case away from water, moisture, or wet surfaces as the pen and case are not watertight. Users are typically aware of missing dose number segments. The direction for use prohibits continued use. Corrective action cracked lcd cable. A specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options how to reduce the incidence of cracked cables. Improper use and storage. There is evidence of improper use or storage. The source of the liquid contamination could not be determined. It did not appear to be insulin therefore improper use or storage was concluded.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.